Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she thought she had a stroke two weeks ago. Patient stated they could not do an MRI and she thought they did a scan. They could not tell if she had one. She did not know if it was related to the device or not.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not have a stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.